Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as small painful red dots and round sensors can roll when sleeping, but leave deep sore indents. There was no alleged device malfunction contributing to the irritation. The patient¿s physician ok¿d the patient wearing less than 24 hrs for the skin irritation. Follow up indicated that the skin irritation improved

Manufacturer narrative:
Not applicable